Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor handpiece suction during a surgical procedure. The handpiece was replaced to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The customer reported that the phaco handpiece had an aspiration issue. The surgery was completed with a new handpiece. There was no patient harm. Additional related information was requested but unable to be obtained. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).